Event description:
On 05 june 2008, during a clinical study, abbott spine became aware of the following event. In 2005, the pt underwent an l4-l5 procedure. On an unk date, the pt experienced hip pain and axial neck and arm pain. On an unk date, the axial neck and arm pain resolved. The hip pain had not resolved. The reporting physician believes that the hip pain and axial neck and arm pain are not related to the pathfinder pedicle screw system.

Manufacturer narrative:
No device will be returned. This medwatch was implemented to report an adverse event reported during a clinical study. Eval is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.